Event description:
On (B) (6) 2010, the patient's mother reported, the patient had an elevated blood glucose reading of 352 mg/dl with her target reading being 135 mg/dl. She stated, they then noticed there were large air bubbles in the insulin cartridge of her infusion device and in the tubing. She stated, the cartridge had been in use for 5 days and the infusion set had been in use since yesterday. The patient and her mother were assisted in priming all the air bubbles out. The patient did not require assistance from a healthcare professional or second party to address the issue. The cartridge and infusion set were requested to be returned for evaluation.